Event description:
It was reported that the customer had a battery out limit and failed battery test on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer said that the battery out limit alarm after battery change. The customer was advised that this is normal insulin pump behavior. The patient was advised to monitor the insulin pump. The customer also reported the failed battery test on the insulin pump. The customer was advised to insert new aaa alkaline battery and she received failed battery test. The patient was advised to monitor insulin pump. The customer was advised that we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.